Manufacturer narrative:
H6: type of investigation corrected.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. One (1) photo provided for evaluation; one (1) photo provided, confirms the complaint of blood leakage. No 4558pecn samples were provided for evaluation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that after completing a blood draw and replacing the stopper, blood leakage was discovered when pushing blood to the stopper, and it was immediately replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.